Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: nozzle has foreign objects. The most probable cause of the additional failures is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The legal manufacturer reviewed from the complaint information the cleaning disinfection and sterilization (cds) processes where was judged that the customer may had not used the device in accordance with the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that nozzle has foreign objects. There was no patient involvement.